Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Tandem technical support performed troubleshooting and determined insulin was being delivered based off the pump personal profile settings instead of the control iq software settings. Customer's blood glucose ranged from 361-366 mg/dl. A pump reset was performed to resolve the issue, and customer continued using the pump for insulin therapy.